Event description:
(B)(6) handpiece needs to get a detailed check for safety reasons, a patient was found with a metal-piece in the eye, prof. (B)(6) both don't know if it's from the phaco-handpiece or the phaco-needle itself or if it's something different that they found.

Manufacturer narrative:
With regards to this complaint, one phaco feather light micro phaco emulsification/fragmentation hand piece was received for investigation. Though the hand piece and its connector were in poor aesthetic condition due to corrosion, careful visual inspection revealed no loose (metal) particles or damage to the screw thread or the edges of the instrument. Since the particle that was removed from the eye was not received, a thorough investigation to determine its origin could not be performed. A possible attributor to the issue is the phaco needle; however, the phaco needle that was during the operation was also not returned to dorc. Based on the investigation it is concluded that the metal fragment in the patient's eye did not originate from the phaco hand piece itself.

Manufacturer narrative:
Investigation will be initiated as soon as possible when the alleged defective part is returned.

Event description:
01-34386 handpiece needs to get a detailed check for safety reasons, a patient was found with a metal-piece in the eye, prof. (B)(6) both don't know if it's from the phaco-handpiece or the phaco-needle itself or if it's something different that they found.